Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer indicated it was open even though it was closed. The possible cause was the open/close sensor. A field service engineer reset the cables for both sensors, reset the pixie bus cable, ensured there were no obstructions or discoloration on the reflective pad, and then verified proper operation of the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had failed drawer that required maintenance. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.